Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was still at 100% even though it was not charged for a day. The patient stated the previous night he noticed he could no longer feel stimulation, and was in pain. The patient tried to charge the ins, but the charge session quickly finished at 100%. The controller was 80% charged and the ins 100%. It was confirmed the controller showed stim was on. It was confirmed the patient was programming the ins on correctly. The connection was reset, but no program information appeared. It appeared the ins needed to be reprogrammed. The patient was redirected to their hcp. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.